Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated. Associated malfunctions for this device: valve manifold contaminated, heat exchanger leaking, muffler contaminated, preform tube contaminated.